Event description:
It was reported that the pt is scheduled for revision surgery on (B)(6) 2012. Pt states that his dr. Ordered blood work that showed elevated chromium and cobalt levels. Has dull pain almost all the time, sometimes becomes sharp. Frequent stiffness and difficulty walking especially after periods of activity. Difficulty sleeping especially in the last year. Frequently wakes from pain in his hip. Periodic weakness in both legs but more extreme in the right. Often feels the leg is going to give away. Pain in both hips will sometimes extend down into the femur. Pt had an MRI and additional blood labs on (B)(6) 2012. He saw his surgeon on (B)(6) 2012. The MRI seemed to indicate fluid at the hip site. The pt was sent to the hospital for aspiration. No fluid was extracted. The pt asked to file a claim for the revision surgery.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.